Event description:
A meter to lab test resulted with the surestep meter reading 180 mg/dl and twenty minutes later the lab test was performed with results of 140 mg/dl. No control solution test was reported.

Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8